Event description:
Customer stated, he just received his new insulin pump and it alarmed no delivery when he was trying to change his infusion set. Customer's blood glucose is 180 mg/dl. The connection was verified. Customer was able to manually push insulin through the tubing with a plunger. Customer assembled a new infusion set with his current reservoir and he could not manually push insulin through. Customer connected a new reservoir and insulin exited the tubing. Customer reconnected the new reservoir and infusion set and ran a manual prime. The device did not alarm no delivery. Customer was advised the alarm was due to an occlusion. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.